Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device passed labeled longevity calculations. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) triggered elective replacement indicator (eri) due to extended charge times in mid-life. At the change-out procedure the field representative contacted boston scientific technical services (ts) that the device could not be interrogated. Troubleshooting options were reviewed and when a new wand was attached to the programmer interrogation of the crt-d was successful. The device was then explanted and replaced. No adverse patient effects were reported.